Event description:
Additional information indicates subsequently the ipg was explanted based on information that the device was lost in transit. No response received as to the exact explant date.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on 10feb2012.

Event description:
It was reported that during use of implantable pulse generator (ipg) the device triggered premature recommended replacement time (rrt) due to high battery impedance. The ipg remains in use, and scheduled for explant at a later time. No patient complications have been reported as a result of this event.